Manufacturer narrative:
As customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Follow-up filed on (B)(6) 2011 stated the following: as customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. The correct additional manufacturer narrative is: as customer's product was not returned a device history review of the test strips was requested and performed. The device history review for test strip lot 0517257 indicated the lot was performing within its performance claims and met the manufacturer's quality specifications prior to their release. This is a correction report.

Event description:
A customer reported she was concerned about her readings as a result of not coding her freestyle blood glucose meter. The calibration code in meter memory did not reportedly match the test strips used. The following readings were reported 79 mg/dl (01/05 at 8:08 am), 220 mg/dl (01/05 at 3:00am), 149 mg/dl (01/04 at 9:09 am) and 155 mg/dl (01/03 at 10:44 pm). In addition, the customer reported there was an injury related to this issue, but the medical troubleshooting survey could not be completed as the call was disconnected. Adc customer service made multiple attempts to contact the customer in order to complete the medical survey, but the customer could not be reached. At this moment, there was no report of death or permanent impairment associated with this event.